Manufacturer narrative:
(B)(4). As no captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead dislodgement. The dislodgement was discovered during an atrial fibrillation ablation process. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.